Manufacturer narrative:
A specific root cause could not be determined. The calibration results and the repeat ft3 results were within the expected range. A reagent related issue can most likely be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) and free thyroxine (ft4) results on their e-module analyzer for one patient. The patient's initial ft3 result from a pour-off tube was 0.708 pg/ml and it was reported outside the laboratory. The patient's initial ft4 result was 1.21 ng/dl. This result was deemed correct and reported outside the laboratory. On (B)(6) 2012, the primary tube was poured off again and the sample was repeated on another e-module analyzer with serial number 1857-24. The first repeat pour-off tube's initial ft3 result was 5.07 pg/ml. The tube was repeated three more times with results of 4.92 pg/ml, 4.75 pg/ml, and 4.79 pg/ml. The first repeat pour-off tube's initial ft4 result was 1.46 ng/dl. The tube was repeated three more times with results of 1.32 ng/dl, 1.29 ng/dl, and 1.24 ng/dl. The second pour-off tube's initial result for ft3 was 5.23 pg/ml. The tube was repeated three more times with results of 4.77 pg/ml, 4.73 pg/ml, and 4.70 pg/ml. The repeat results were considered correct for ft3. There were no adverse events from the erroneous ft3 result. The customer did not think there were any adverse effects to the patient from the ft4 results. The ft3 reagent lot number was 16920501 and the expiration date was 11/30/2013. The ft4 reagent lot number was 168454 and the expiration date was not provided. The field service representative could not find a cause. He replaced the ft3 reagent. He observed the analyzer performing correctly. All system checks were successful. The customer performed quality control with passing results. The field service representative ran performance tests and all the checks were good.